Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl. Customer reverted to using insulin injections to address bg. After visiting the doctor, customer was admitted to the hospital and a saline treatment was administered. Elevated bg was resolved and customer was discharged on (B)(6) 2018 with no permanent damage. Customer did not know cause of event and declined to provide further information. Tandem clinical diabetes specialist reported that the customer has scar tissue and had a urinary tract infection (which may have contributed to elevated bg). Reportedly, customer's doctor changed the type of infusion set used to a steel cannula.